Manufacturer narrative:
The returned device was evaluated and performed within specs. The reported inaccurate test results were not confirmed. No malfunction or product defect that would have contributed to reported hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately," and advises "you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel."

Event description:
The patient report her blood glucose reached 380 mg/dl so she decided to go to the emergency room and upon arrival she was admitted into the intensive care unit. They placed her on a saline and insulin drip. At the hospital a bg meter comparisons were performed. Her pdm read 38 mg/dl vs 72 mg/dl and 84 mg/dl with 2 different alterative bg meters.